Manufacturer narrative:
Product ID 3889-28 lot# va06s4l, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had an infection in the pocket and the system was removed. The incision had opened and drainage was noted. Redness and swelling at the pocket also occurred. A culture was done of the pocket, but the result/organism was unknown. Antibiotic treatment was given. The patient¿s status was reported as alive with no injury.